Manufacturer narrative:
Block d4 and h4: the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Block h6: imdrf device code a0501 captures the reportable event of the sponge detachment.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure on (B)(6) 2024. During the middle of the procedure, the sponge in the locking device came out and got stuck in the scope. There were no patient complications reported as a result after this event.

Event description:
It was reported to boston scientific corporation that rx locking / biopsy cap was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure. During the middle of the procedure, the sponge in the biopsy cap came out and got stuck in the scope. There were no patient complications reported as a result after this event.

Manufacturer narrative:
B3: date of event: date of event was approximated to 11/01/2024 as no event date was reported. Block d4, h4: the complainant was unable to report the upn and lot number; therefore the unique identifier (UDI) #, manufacture date, and expiration date are unknown. Block h6: imdrf device code a0501 captures the reportable event of the sponge detached. Block h11: correction to block b3 (date of event). Correction to block b5 (describe event or problem).